Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Manufacturer narrative:
The outcome attributed to adverse event was cracked teeth. The event date is approximate. The device serial numbers or manufacturing numbers were not provided. Customer contact information, mailing address was not provided. Manufacture date not provided or identifiable.

Event description:
The consumer reported that their diamondclean power toothbrush cracked their teeth.